Manufacturer narrative:
The use of the cormatrix ecm to construct heart valves is not an FDA cleared indication. This is an off-label use of the cormatrix ecm product. In addition, pre-existing pt conditions and active infection at the time of surgery are considered contributing factors in this case.

Event description:
On (B)(4) 2014, cormatrix cardiovascular received details of an event involving the use of a cormatrix ecm device to construct and replace a tricuspid valve. A manuscript title, "tricuspid valve reconstruction with extracellular matrix tube technique - a word of caution" had been accepted for publication in the journal of thoracic and cardiovascular surgery was discovered during a periodic literature review. Based on the case details, the surgical procedure likely occurred sometime in 2013. Details of the event are provided below: it was reported that, (B)(6) yr old female pt underwent a tricuspid valve replacement with a valve fabricated from cormatrix ecm material. Pre-existing pt conditions prior to the surgery included active IV drug abuse, tricuspid valve endocarditis with vegetations, sepsis, severe regurgitation, and multiple abscesses in her lungs. The indications for surgery were persistent heart failure due to massive regurgitation and failure of medical therapy after 6 week antibiotics therapy. Almost the entire tricuspid valve and the sub-valvular apparatus were destroyed and were replaced by vegetations. The entire tricuspid valve leaflets and the infected sub-valvular apparatus were resected and replaced with an ecm fabricated tube valve. The postoperative recovery was uneventful with a hosp stay of 7 days. Transthoracic echocardiography before discharge showed a well-functioning new tricuspid valve without stenosis or regurgitation. However, the pt was re-admitted after a few months for valve regurgitation and tube prolapse. The ecm valve was removed and replaced with a porcine valve. The removed ecm was found torn with degenerative changes. The pathology reported showed tissue with necrosis, fibrinopurulent debris, bacterial gram-positive colonies and granulation tissue formation. The pt recovery was uneventful with a hosp stay of 10 days. Although exact product info is unavailable, the valve was likely fabricated from the cormatrix ecm for cardiac tissue repair or from the cormatrix ecm for pericardial closure. The use of the cormatrix ecm to construct heart valves is not an FDA cleared indication. This is an off-label use of the cormatrix ecm for cardiac tissue repair product, which is indicated for intracardiac patch or pledget for tissue repair and suture-line buttressing, and the cormatrix ecm for pericardial closure product, which is indicated for the reconstruction and repair of the pericardium.